Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) power cord would not retract. No patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. During inspection the fse found the power cord to be twisted and knotted near the reel. The fse freed the cable and was able to retract it properly. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).